Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2018-09125. Follow-up information revealed no other interventions were performed and the patient's issue resolve on its own.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2018-09125. It was reported the patient experienced foot numbness following implant on (B)(6) 2018. The patient was advised to turn therapy off; however the issue persists. The next course of action has yet to be determined.